Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt inflation valve dislodged, causing co2 gas leaking and disabling balloon to maintain inflation. A replacement unit was used to complete the procedure. It was reported that this malfunction caused a delay of 5 minutes in the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).